Manufacturer narrative:
The device was received incomplete for evaluation and the reported event was confirmed. The retaining ring and screw were not received with the complaint sample. Further investigation is being completed and a follow-up medwatch 3500a will be completed at the conclusion of the additional investigation. (B)(4).

Event description:
It was reported during an unknown patient procedure that the screw for holding the blade completely backed out and no retaining ring for screw is present. The retaining ring broke off causing the screw to get lost. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned for evaluation. Upon evaluation, it was discovered that this product was manufactured by a supplier. The product was shipped to the supplier on 26-jul-2018 for evaluation and the supplier investigation report was received on 08-nov-2018. The supplier report confirms the reported event. The retaining ring has been torn apart. The ring and the screw have been lost. Also, it is possible to damage the component by screwing it too much. However the tightening should be observed by iso 8319-1 standards, that doesn't allow to reach the breakage torque. In addition to the complaint reported, the complaint sample was inspected prior to shipping it to the supplier. It was observed that the silicone handle was damaged close to the shaft. Also, there were a significant amount of gouges observed where the silicone is damaged on the shaft and the head of the device where the chisel is attached. The device history record (DHR) was reviewed by the supplier and no non-conformity in relation with the defect was found. This device had been in the field for approximately 3.95 years. It is unknown as to how many surgical procedures (cycles) this device had gone through throughout its life in the field. In conclusion, the reported event is confirmed as the ring and the screw was not present and is attributed to misuse per the supplier complaint report. No further investigation is required. Date new information was known via supplier complaint report. Email address updated to new email. Device manufacture date corrected. Added method code, updated results and conclusion codes.